Event description:
It was reported the patient was no longer receiving stimulation and was unable to communicate with external devices. The patient did not charge her ipg for two months because she was not in pain. An sjm representative met with the patient and confirmed her ipg was dead. The patient's ipg was replaced with a new one.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.